Manufacturer narrative:
This is the final report.

Event description:
The company was notified that cholesteatoma was observed on the pt's implant side. Surgery was required to remove the cholesteatoma and the area was repacked with fat, tisseel and gelfoam. The pt's device remains implanted during stimulation of the device.